Event description:
It was reported that stent migration occurred. The restenosed target lesion was located in the hepatic vein. A 10.0-37mm carotid wallstent¿ was selected to reopen the stenosis of the target lesion after liver transplant. However, after the stent was deployed, the physician noticed that the stent had migrated. The migrated carotid wallstent¿ remained in the hepatic vein. A 12x40 epic stent was then selected to cover the migrated stent and the remaining lesion. No further complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).